Event description:
In 2007, the lay user/pt contacted lifescan united kingdom alleging the one touch ultra 2 meter would not turn on. The medical affairs specialist sent follow-up questions to the technical service rep (tsr) to ask the pt. The pt reported that the meter was not able to power on the day before. After troubleshooting with the tsr, it was realized that the meter was powering on, but the pt could not get past the "english" prompt on the screen. According to the owner's manual, the language screen that displays the word "english" appears on initial set-up of the meter. The pt noted the product was new. The pt woke up worried at 3am on the morning of original date, with symptoms of shakiness, feeling hot, itchiness, and stomach pain. She describes these symptoms as typical of hypoglycemia for her. She ate some chocolate and felt better after 30 minutes, but did not go back to sleep. The pt takes 12 units of humulin and 6 units of actrapid insulin 4 times per day. She does not change her diabetes regimen based on meter readings, and states she uses her meter to check her blood sugar levels, but does not adjust her insulin. It is unclear whether or not she adjusts any habits based on the meter readings. The patient was able to obtain results on the blood glucose meter during the troubleshooting telephone call she placed when she was at work on the same day. She ran a blood test and obtained a result of 16 mmol/l, which she states is higher than normal, but did not allege symptoms at the time. The pt has not had any further symptoms since the troubleshooting telephone call. The tsr determined during the troubleshooting telephone call that the meter was able to power on after pressing the power button. The product was new and there is no evidence of misuse of the product. During troubleshooting, the tsr was able to walk the pt through setup, and have the meter give blood glucose results. This complaint is being reported, because the pt stated she was not able to get past the setup mode on her meter until she was trained by the tsr, and further claimed that she suffered a hypoglycemic event after experiencing the reported issue.

Manufacturer narrative:
The products were not requested for return.